Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient's battery was getting hot. The patient underwent an ipg replacement procedure. No further information can be obtained.